Event description:
It was reported that during a lap hysterectomy procedure, the tissue pad became loose. It is still hanging on the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.